Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was evidence of the reported issue. Functional testing was performed and the reported issue was unable to be duplicated. "Cassette not attached properly" was found in the event history log. The downstream sensor will be replaced as a preventive measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "cassette not attached" alarm with a cassette attached. It is unknown if there was patient, or clinician injury associated with this occurrence.